Event description:
The patient underwent an anterior and posterior repair in 2005. During the procedure, the bladder was perforated during dissection and required repair. As a result the surgeon was only able to complete the posterior repair.